Event description:
Customer's spouse reported customer "bottomed out" at a dr appointment. Dr called paramedics. Paramedics device = 70 mg/dl. Paramedics administered a glucagon shot to customer. Customer could not recall if tested with the device earlier in the morning. Customer took regular 20 units of insulin. No controls were used. A request was made for return product and replacement product was sent.